Manufacturer narrative:
It was reported, to abbott. A patient could not place their ipg in MRI mode, due to high impedances on both leads. The patient had experienced a fall. The plan was to replace the leads or remove the system. Surgery is pending scheduling. The results of the investigation are inconclusive, as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the device could not be set into MRI mode. System diagnostics recorded high impedances on both leads and patient reported a fall. Surgical intervention may take place to address the issue.